Event description:
Report rec'd from abbott international affiliate (abbott spain) that states: "the complainant, nurse supervisor of the user facility states that an abbocath was placed in a male in order to start intermittent IV treatment. One day after the device was placed, the nurse realized that the dressing around the abbocath-t was damp with blood. The nurse took away the dressing and realized that the catheter of the abbocath had detached from the device. A surgeon extracted the device from the forearm. The pt did not present any untoward consequence." No add'l info was available.